Event description:
The device was in use with a patient at the time of the alarm, however there were no consequences to the patient due to the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 alarm was not confirmed. The returned centrimag motor (serial number (B)(6)) was received at the european distribution center. A log file was extracted from the returned centrimag console (serial number (B)(6) evaluated under MFR report # 3003306248-2022-12517) and was reviewed; the log file did not contain data from the reported event date 05sep2022. The timestamps recorded in the log file ranged from 22aug2022 ¿ 23aug2022, 29aug2022 ¿ 30aug2022, and 29sep2022. The system was not observed to be in patient use throughout the data, and no atypical events were observed. The returned centrimag motor was functionally tested and was found to perform as intended. S3 alarms were unable to be reproduced. The serviced and tested motor was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. Review of the device history record for centrimag motor, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an s3 error message appeared. Related MFR #: 3003306248-2022-12517.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.